Event description:
A non-healthcare professional reported a partial flap in the patient's left eye during surgery, and the surgeon altered the treatment from lasik to photo refractive keratectomy.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Latest preventive maintenance on device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check was performed unsuccessfully with an error message. The energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows one successfully performed treatment. The reported treatment could be identified in the logfile. The surgeon missed vacuum one five times and vacuum two four times during the docking process/before the treatment. Suction ring and patient interface were docked five times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The logfile shows the duration of the docking process. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment before the laser fired and the treatment began. This issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user has restarted the treatment after a few minutes of break. The second treatment of the patients left eye could be identified in the logfile. The surgeon missed vacuum two once during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value. The second treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined as user handling, as the docking needs to be centered in order to obtain a successful flap. The manufacturer internal reference number is: (B)(4).